Event description:
In 2001, a customer site reported that a pt was issued a unit of blood or blood product with an antigen incompatibility in 2000. The unit of blood or blood product was originally and correctly typed by the user facility as positive for the kell antigen. Subsequently, a blood bank technologist who did not notice the unit had been previously typed as kell positive, incorrectly typed the same unit as kell negative and entered the erroneous negative result into the computer. Both a positive and negative result for the typed unit were in the system. Thus, an incompatibility warning was not generated when the unit was selected for issuance to the particular pt. All antigen typings are displayed on the blood product issuance and inquiry screens as well as printed on reports, but in this case the user did not note the contradictory results. The positive kell unit was transfused to the pt who required a negative kell unit. The pt experienced an unspecified reaction as a result of receiving an incompatible unit that was positive for the kell antigen. Sunquest was informed of this event when the customer site inquired as to why opposite antigen/antibody types could exist within a unit's permanent antigen/antibody field. The details of the reaction have been requested by sunquest but have not been made available by the customer site.

Event description:
On 10/2001, a customer site reported that a pt was issued a unit of blood or blood product with an antigen incompatibility on 11/2000. The unit of blood or blood product was originally and correctly typed by the user facility as positive for the kell antigen. Subsequently, a blood bank technologist who did not notice the unit had been previously typed as kell positive, incorrectly typed the same unit as kell negative and entered the erroneous negative result into the computer. Both a positive and negative result for the typed unit were in the system. Thus, an incompatibility warning was not generated when the unit was selected for issuance to the particular pt. All antigen typings are displayed on the blood product issuance and inquiry screens as well as printed on reports, but in this case the user did not note the contradictory results. The positive kell unit was transfused to the pt who required a negative kell unit. The pt experienced an unspecified reaction as a result of receiving an incompatible unit that was positive for the kell antigen. Sunquest was informed of this event when the customer site inquired as to why opposite antigen/ antibody types could exist within a unit's permanent antigen/antibody field. On 1/2002, additional info was obtained from the reporting site pertaining to the reaction the pt experienced. The site indicated that the reaction did not result in death or serious injury. The pt did have a prolonged hosp stay as a result.